Event description:
It was reported that the patient is deceased and died approximately four months post the implant of the implantable cardioverter defibrillator (ICD). The patient called into the clinic the day prior to death "due to passing out;" the patient incurred no injuries from passing out. A remote transmission sent to the clinic by the patient indicates "double counting" of the patient's ventricular tachycardia (vt) and "occasional" t-wave oversensing following the vt beats. The clinic notes awareness of this device behavior with this patient and planned to adjust the device sensitivity. There was an observation to "check lead impedances, sic [sensing integrity counter] and vt-ns [ventricular tachycardia-non-sustained]" as the lead alert was triggered. The manufacturer's representative was called to the funeral home to interrogate the device as the physician requested that it be sent to the manufacturer for analysis to know if there were "any issues."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. With the device. A tachy arrhythmia was detected on the date of death that was "under the detection rate. [It] was the last recording on the device." The physician informed the family the patient "died due to arrhythmia or device malfunction." The cause of death was requested and was not received. There was no autopsy. The device "was functioning properly prior to death." Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found.